Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip was sparking and melted the black end piece while inside the patient's leg. The surgeon converted to open leg to complete the procedure. He stated that he converted because it was a "tough leg" not due to the device malfunction. There were no patient effects. The product is returning.